Event description:
According to the reporter, during a laparoscopic procedure of lap chole, the surgeon was not able to press the green button, was not able to squeeze the handle of the device. And was not able to fire the stapler. New stapler and reload opened to complete the staple application for the procedure. There was no patient injury.

Manufacturer narrative:
Section evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly review ed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.